Event description:
Customer had patient with iab insert in 2006. Pump was changed out due to helium loss alarms and balloon volume had been reduced from 40 to 30cc. At time of call, patient's stats were pulse. 85, bp 97/64, augmentation following flushing & zeroing of ap. Strips were faxed to acs. Acs explained that the patient had a different but normal ap and bpw. There were no reported patient complications.